Event description:
The account stated that false positive prism chagas results were generated on a donor sample. The initial result (s/co) was 1.40 with repeat results of 1.16 and 1.19. Chagas confirmatory testing (method unknown) was performed and was negative. Ortho chagas testing was non-reactive (s/co=0.115). There was no report of impact to patient management.

Manufacturer narrative:
Field data review; false positive result. Clinical specificity was evaluated by completing a review of field data reported to our prism metrics database from customers using the prism chagas assay. (B)(4). Customer complaint data was reviewed and no adverse trends were identified. The prism chagas reagent package insert was reviewed and was found to adequately address the issue. The customer was referred to the limitations of procedure section regarding false reactive results. Based on the results of this investigation, the abbott prism chagas assay (list number 7k35-68) is performing as intended and no additional product issues were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.